Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reason. The physician determined that complete removal followed by reimplantation of the new ra lead was the most appropriate course of action. This ra lead was replaced. No additional adverse patient effects were reported.